Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by patient's mother that patient was taken to the emergency room (ER) due to hyperglycemia. Mother reported patient's blood glucose level reached 400 mg/dl; this was reportedly due to a malfunction with not being able to turn the personal diabetes manager back on for treatment. Additional symptoms reported include vomiting. In the ER, patient was treated with intravenous fluids and zofran. She was released after 15 hours in the ER, and was prescribed insulin and advised to take motrin (5mg) as needed.